Event description:
From the complainant: it was reported on an unknown date, that the surgeon reached out stating "the patient they used coda on came back today for 2 month post-op, one of her screws was backing out." He was almost positive they cam locked. And he remember seeing the cam swivel over to have both wings covering the screws on both levels" "if it backs out anymore, he may bring her back just to revise. May consider exchanging the plate itself for skyline, but he will let you know." Additional information was received on 03/18/2026 that the surgeon and patient opted for a revision to be completed on (B)(6) 2026. The impacted device will be explanted and revised with a different product.

Manufacturer narrative:
The event was evaluated and investigated with the information provided. A device evaluation was unable to be performed as a revision surgery is scheduled for (B)(6) 2026, where the sales rep indicated the device may be accessible for testing after the revision. No lot information has been provided to review the DHR for lot-related nonconformities. Further investigation activities will be performed if the device, or additional information, is provided.